Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence due to the device not functioning properly. A revision surgery was performed, during which the physician confirmed that the pressure regulating balloon had a hole leading to a fluid leak in the system. The device was explanted and replaced. There were no further patient complications.